Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used as an accessory device due to concern for late failure with a non-mdt stent graft system which was implanted in the patient for the endovascular treatment of a 64 mm abdominal aortic aneurysm. It was reported the patient expired approximately 2.5 years post index procedure. It was noted that the patient had been admitted into hospice with exacerbated copd. It is unknown if the death was aneurysm related. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.